Manufacturer narrative:
H11: the device was received for evaluation attached to a patient line connector. Visual inspection was performed and a separation between the female connector and main body was observed. Leak, clear passage, and clamp function testing were performed and no issues were observed. The transfer set was connected and disconnected using the returned patient connector by hand with no issues, therefore the reported connection issue was not verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the minicap transfer set was unable to be disconnected from the patient line of the amia automated pd cycler set. The female connector would not come out of the amia tubing and spined inside of it. The patient had to clamp the tubing and cut the patient connection end from the amia tubing. This occurred after use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.